Event description:
The customer reported that the system cut out during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5v power supply was adjusted and the connections on the dsmp2 card were repaired. The system was tested and found to be working as intended and put back into service.